Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the reporter, on (B)(6) 2026, the patient became unresponsive and his mother called an ambulance. The patient believed that he had not received any alarms from the continuous glucose monitor (cgm) when his blood glucose (bg) level crossed below the threshold. Ambulance personnel treated the patient with glucagon and intravenous glucose on site. The ambulance personnel measured the following bg levels: 14:45 - 1.4 mmol/l; 14:50 - 3.2 mmol/l; 15:20 - 6.0 mmol/l; 15:45 - 5.5 mmol/l; 15:55 - 4.5 mmol/l. When the ambulance personnel observed that his bg level decreased again (from 15:20 to 15:55), they took him to the hospital. The patient was hospitalized from 16:21 until the next afternoon for observation (stabilization of bg). At the time of the report the patient was fine. A review of performance data shows that the patient's always sound feature was enabled at the time of the event and that his low alert was set to 72 mg/dl. The urgent low alert is fixed at 55 mg/dl with a 30-minute snooze period. The urgent low soon alert will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. Data investigation shows that at 12:38 pm on (B)(6) 2026, the patient's estimated glucose values exceeded the user low alert threshold and the app delivered a low alert at partial volume with an egv of 70 mg/dl. At 12:43 pm, the app delivered an urgent low soon alert at partial volume with an egv of 65 mg/dl; this alert was acknowledged a minute later. The patient's egvs continued to drop and at 12:53 pm, they exceeded the urgent low alert threshold and the app delivered an urgent low alert at partial volume with an egv of 54 mg/dl. At 12:58 am, the app delivered a second urgent low alert, this time at half volume, with an egv of 49 mg/dl. At 1:03 pm, the app delivered a third urgent low alert, this time at full volume, with an egv of 46 mg/dl. The app continued to deliver urgent low alerts at full volume every five minutes until the alert was acknowledged at 2:21 pm. The patient's egvs had reached low (less than 40 mg/dl) at the time that the urgent low alert was acknowledged and continued to read low until 2:53 pm, at which point they rose slightly to 46 mg/dl. Another urgent low alert was acknowledged at 2:50 pm after the snooze period following the first urgent low acknowledgment had passed. The patient's estimated glucose values crossed back into target range at 2:58 pm with an egv of 87 mg/dl; they did not breach the low alert threshold again for the remainder of the day. A comparison between the blood glucose values provided by the reporter and the corresponding cgm readings was also investigated to determine whether inaccuracies played a role in the hypoglycemic event. Comparisons are as follows: when the blood glucose meter displayed 1.4 mmol/l at 2:45 pm, the cgm displayed low (less than 2.2 mmol/l) (within accuracy range). When the blood glucose meter displayed 3.2 mmol/l at 2:50 pm, the cgm displayed low (less than 2.2 mmol/l) (within accuracy range). When the blood glucose meter displayed 6.0 mmol/l at 3:20 pm, the cgm displayed 8.2 mmol/l (inaccurate). When the blood glucose meter displayed 5.5 mmol/l at 3:45 pm, the cgm displayed 5.3 mmol/l (within accuracy range). When the blood glucose meter displayed 4.5 mmol/l at 3:55 pm, the cgm displayed 5.5 mmol/l (inaccurate). These comparisons show that while some inaccuracies occurred, they would not have interfered with or prevented the necessary alerts from triggering. The data therefore does not indicate that inaccurate cgm readings were a contributory cause of the hypoglycemic event. Data investigation shows the system delivered all intended audible and visual alerts on the alleged date of incident on (B)(6) 2026. In addition, no similar issues which could have prevented glucose alerts from triggering were found relative to the reported incident. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. Therefore, dexcom is classifying this event as meeting criteria for reporting. The complaint of alert/notification settings issue is undetermined and the root cause of the alleged event could not be determined. No additional event or patient information is available.